Event description:
The customer reported receiving aa33 alarms on the insulin pump. The customer also reported several cracks in the insulin pump due to it falling out of the holster. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 133 mg/dl during the aa33 event. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Insulin pump had a cracked belt clip slot, broken battery tube threads, missing lcd display window, cracked case near lcd window corners, bleeding lcd glass, cracked reservoir tube, cracked reservoir tube window, broken reservoir tube lip, stained address/serial number label and missing endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).